Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that keyboard was failed. A field service engineer powered off and reseated usb. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system keyboard was not working. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.